Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. The leaks were discovered during set-up and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on october 30, 2021 - november 01, 2021. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area of both samples. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tubing when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.